Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is unknown which lead was replaced, so both are being reported on. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-02311. It was reported that the patient's left lateral lead had migrated and the patient no longer had coverage of her pain area. As a result, the patient's lead was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.